Event description:
On (B)(6) 2010, pt reported his up arrow button was not working. Pt stated he noticed the issue this morning when he was attempting to bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.